Event description:
Event description guidant received information that while the patient was in the recovery room following the implant procedure of this implantable cardioverter defibrillator (ICD), oversensing and inhibition of pacing were detected.